Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split in the catheter was confirmed. The product returned for evaluation was one 4 fr s/l powerpicc. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and two splits were observed; one split was observed between the 5 cm and 6 cm depth markings, and the second split was observed between the 6 cm and 7 cm depth markings. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned fracture edges which were rounded and polished due to repeated material wear 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). Repetitive kinking of the indwelling catheter appears to have contributed to the observed leaks; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. On october 30, 2024, bd released a field safety notice regarding failures of this nature, specifically within 4fr single-lumen powerpicc catheters (solo and non-solo versions). This advisory notice contains additional important information regarding this circumstance. Reference field safety notice mds-24-5154 for the full communication. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that catheter ruptured, during use. Catheter malfunctioning and patient remits pain. The catheter is removed and comes out with two distal breaks. These are two partial ruptures, which occur when the catheter is removed due to malfunction and leakage. It is replaced by another catheter. No other information provided, at this time. Information was received and file were updated for this event as part of a focus survey. The following detail were provided: total catheter length 55cm, 40.5 (cut). It was placed in the basilic vein, exit site marking 41cm, secured with statlock and glue. PICC was used for oncology treatment. It is unknown if the PICC experienced any occlusions. Leakage was identified by a visible hole/fracture outside the patient and thru patient symptoms (pain, swelling). The break was internal at the 5cm and 6.5cm markings. PICC was in use 30 days. There are no xray images for this event. The catheter site was cleaned with chlorhexidine solution poured from a bottle (clorexidina alcoholica 2% 100 ml). Additional comments: this was a morbidly obese person.

Event description:
It was reported that catheter ruptured, during use. Catheter malfunctioning and patient remits pain. The catheter is removed and comes out with two distal breaks. These are two partial ruptures, which occur when the catheter is removed due to malfunction and leakage. It is replaced by another catheter. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.